Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they had erroneous low results reported outside of the laboratory for approximately 50 patient samples tested for trigl triglycerides (trigl) on a c501 analyzer. The samples were tested between (B)(6) 2016. The customer stated that doctors had been calling saying that the patient results do not match the clinical picture of the patients. Repeats of the samples were performed on the same analyzer and results were said to be back to normal. The customer provided only one example of a patient sample that had an erroneous trigl result that was reported outside of the laboratory. The sample initially resulted as < 9 mg/dl and this value was reported outside of the laboratory. The sample was repeated, resulting as 228 mg/dl. It was asked, but it is not known if any adverse events occurred. No adverse events were alleged. The trigl reagent lot number was 137544. The reagent expiration date was asked for, but not provided. The field service representative could not determine a cause, but stated that the customer performed water system maintenance the day before the issue. The customer flushed the system and ran samples. The customer ran a precision study and this was ok. The customer ran controls and these were ok. The customer also performed patient comparison studies with another site; sample results matched and were within specification. Investigations of the calibration trace determined that calibration standard values for a calibration performed on (B)(6) 2016 deviated from calibrations performed on the day before and the day after.

Manufacturer narrative:
Investigation of the event determined the water system maintenance related issues caused the event. The customer has not had any further analyzer issues since the water system maintenance issues were addressed.